Manufacturer narrative:
Conclusion: during the pre-case planning, it was found that there was an area of calcification located in the intended proximal landing zone of the planned graft. During the procedure, this fact was confirmed and to ameliorate the potential effect of this issue, the doctor ballooned the area, the IFU warns about the importance of healthy landing zone and the adverse effects (i.e. Endoleaks and migration) some anatomic features (including calcification) can cause. Therefore, the root cause of the failure was improper use of the device/off-label, since the IFU warns about proceeding with such cases as it can lead to endoleaks and other adverse events.

Event description:
Case report from (B)(6) reported as: "ax-ax bypass was created prior to implanting relay. The operation date of this procedure is unknown. On (B)(6) 2013, the relay was implanted in zone 2 for aortic aneurysm. Type la endoleak was confirmed. Since calcification was observed on proximal landing zone, the doctor predicted that endoleak could be occurred. Balloon touch-up was performed once and angioplasty was not performed. On (B)(6) 2014, (B)(4) sales rep was informed by the doctor that type la endoleak was detected on the same area on 1 month follow-up (CT exam). Since endoleak was assumed at the time of procedure and aneurysm diameter was not enlarged, the doctor would like to continue follow-up. He will consider the additional treatment if the aneurysm diameter enlargement is observed."